Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer had experienced high blood glucose of 500 mg/dl and no delivery alarms. Current blood glucose is 226 mg/dl. It was also stated that the customer experienced high blood glucose over 300 mg/dl the night prior to the call. Customer does not recall if the device was exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-01797 for high blood glucose.